Event description:
During baxter's functionality testing it was found that a spectrum pump failed a downstream occlusion pressure test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the identified symptom of out of specification downstream occlusion pressure, but did not reproduce it. Functionality testing found the downstream pressure to be below specification. Evaluation found the downstream shim depth to be out of specification. The device was found to be irreparable and was retired from service.